Event description:
A caller reported an alarm 01 pertaining to a cartridge issue. There was no adverse impact to the customer¿s blood glucose level. The customer identified cracks in the original cartridge, understood the potential cause of alarm due to an air leak, and successfully loaded a new cartridge to resume insulin.